Event description:
A charge nurse (cn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak occurred approximately one hour into the patient¿s hd treatment. The blood leak was internal, but not visually observed. A blood leak test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. The dialyzer was inspected closer after the event, and it was noted that blood had broken through the fibers around the header of the device. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. The corporate provided blood port caps and adapter caps were returned attached to the dialyzer. The fibers were returned wet with blood residue present. During the visual examination of the sample, a fiber fragment was identified on the non-cavity ID end at approximately 350°, with the dialysate ports situated at 0°. Under magnification (x20), the fiber measured approximately 6.98 mm in length. The opposing end of the fiber fragment could not be isolated. Further examination of the sample did not identify any other damage or irregularities. The sample was not subjected to a laboratory leak test as a potted fiber fragment is known to affect the integrity of the dialyzer and cause a leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A charge nurse (cn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak occurred approximately one hour into the patient¿s hd treatment. The blood leak was internal, but not visually observed. A blood leak test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. The dialyzer was inspected closer after the event, and it was noted that blood had broken through the fibers around the header of the device. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for physical evaluation.

Event description:
A charge nurse (cn) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were obtained through follow-up with the facility¿s clinical manager (cm). The cm stated the blood leak occurred approximately one hour into the patient¿s hd treatment. The blood leak was internal, but not visually observed. A blood leak test strip was used and tested positive for the presence of blood. It was confirmed that the machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. No visible damage was identified on the dialyzer. The dialyzer was inspected closer after the event, and it was noted that blood had broken through the fibers around the header of the device. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 150 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was reportedly available to be returned for physical evaluation.

Manufacturer narrative:
Additional information: d9 though production and device history record (DHR) reviews were completed, the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity. Plant investigation: a production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Vision systems and blood leak reduction capas are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.